Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Additional information: patient gender provided. A medtronic representative reported that the patient was not registered as intended, resulting in the imprecision.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have returned to the manufacturer. No parts have returned to the manufacturer.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, there was an alleged inaccuracy with the navigation system. The site attempted to trouble shoot, however it was reported that they were inaccurate superiorly about 1cm. The site restarted the system and re-registered but they were still in 9733560xom accurate. There was no impact on the patient outcome as a result of this issue.